Manufacturer narrative:
The customer's reported issue of the thermogard displaying tcmid: 02 (cooling engine danfoss error) was confirmed during functional testing. The cooling engine was replaced and system control display was updated to resolve the problem. The system was calibrated and tested. The console passed final functional test with no further issue. A visual inspection was performed and top lid and rear housing of the unit was broken. The pin dowel on top cord hook was also missing. The thermogard xp ivtm system is a reusable device and was manufactured in 06/22/2010. The damage found is a normal wear and tear for the life of the device. A review of the event log was performed and found there were twenty one tcmid 5-2 errors found on the archive log. During functional testing, the compressor motor was found to be degraded and the cooling engine is defective. Historical complaints were reviewed for service information related to the reported complaint and (B)(4) were reported for thermogard xp ivtm system s/n: (B)(4) with the same issue. The pic16 board and dan foss controller was replaced to remedy the issue.

Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that after it was repaired on (B)(6) 2016, thermogard (s/n: (B)(4)) displayed tcm: id02 (ce danfoss error) error message again. No patient involvement was reported.